Manufacturer narrative:
This complaint is related to MDR #1828100-2013-01103. The field service representative (fsr) found that the o2 sensor was not properly snapped into the connector. The sensor was only about half way. As a precaution, the fsr replaced the o2 sensor. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor would not calibrate on the electronic patient gas system (epgs). The perfusionist tried to re-calibrate multiple times unsuccessfully. The device was not changed out, as the customer was using an alternate oxygen monitor (miniox) for the case. They left the epgs on the perfusion system. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.